Event description:
Pt had inguinal mesh (B)(4) placed in the pre peritoneal space for hernia reduction on (B)(6) 2014. The mesh was then fixated using an absorbatack device. The patient then presented to dr (B)(6) last month and was scoped for pr bleeding as a result of an unrelated issue. During the scope dr (B)(6) has noted the mesh has migrated into the ascending colon. It is unknown how the mesh has migrated to this area. The patient has been sent back to his initial treating surgeon for hemicolectomy for mesh/bowel removal. Dr (B)(6) has not provided details of treating surgeon or hospital where surgery took place. (B)(4)

Manufacturer narrative:
(B)(4).